Event description:
(B)(6) medical products, umbili-cath, lot#1151435) was found to be leaking at shift change. As a result, pt was not getting the entire volume of fluids, line was quickly removed and replaced.